Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system. Multiple reprogramming sessions were performed however only minimal benefit was provided. The patient underwent an explant procedure in which all the devices were explanted and is doing well post operatively. The devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-70, serial number (B)(6), batch/lot number 20711666, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number sc-2366-70, serial number (B)(6), batch/lot number 5099584, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2366-70, serial number (B)(6), batch/lot number 5075180, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2366-70, serial number (B)(6), batch/lot number 5075751, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2366-70, serial number (B)(6), batch/lot number 7071691, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2366-70, serial number (B)(6), batch/lot number 7071209, model/catalog description linear? 3-6, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-55, serial number (B)(6), batch/lot number 1077085, model/catalog description na, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-55, serial number (B)(6), batch/lot number 7020267, model/catalog description na, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-55, serial number (B)(6), batch/lot number 7020390, model/catalog description na, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-55, serial number (B)(6), batch/lot number 7020390, model/catalog description na, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-55, serial number (B)(6), batch/lot number 7020380, model/catalog description na, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3354-25, serial number (B)(6), batch/lot number 7070015 x2, model/catalog description na, unique identifier (UDI) # (B)(4).